Manufacturer narrative:
This report is based on analysis findings. Analysis found that the programmer stylus was misaligned with the cursor on the screen. The stylus was replaced and calibrated, and the overlay connector was cleaned as a preventative measure. Analysis was able to confirm the reported loose hinge plate, the missing analyzer port cover, and error messages were present in the log files. The hinge plate was loose due to missing screws, the screws were installed and the hinge plate was secured. An analyzer port cover was installed. The hard drive health was found to be less than one-hundred percent; the hard drive was replaced and re-imaged as a preventive measure, and the software was reloaded and updated. A nylon standoff was replaced as a preventative measure. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer lid/screen was falling off from the upper hinge plate and the programmer needs a cover for the analyzer port. Additionally, the programmer displayed an error message. The programmer was returned for service. There was no patient involvement. The programmer subsequently tested out of specification during manufacturer's analysis.